Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the seal area of memobag. The rupture was caused by cut-off/cutting by sharp device on the customer side. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices , morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as improper method of use during memobag removal depending on character of found defect. The rupture was caused by cut-off/cutting by sharp device on the customer side. As the root cause of this complaint was determined improper method of use, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
The extraction bag ruptured during removal of the resectate. Additional information: the issue occurred on different patients. Contents of the bag fell into the patient and a new memobag was used to retrieve all the contents. Force was used on the bag but not excessively or more than usual. A 12mm ctf73 applied medical. The bag was removed through the slightly extended trocar incision. There is no harm or injury.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The extraction bag ruptured during removal of the resectate. Additional information: the issue occurred on different patients. Contents of the bag fell into the patient and a new memobag was used to retrieve all the contents. Force was used on the bag but not excessively or more than usual. A 12mm ctf73 applied medical. The bag was removed through the slightly extended trocar incision. There is no harm or injury.